Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit communicated properly with the glucose sensor simulator and the guardian link sensor transmitter. No pump/sensor communication anomaly or calibrations anomaly noted. The test value of 135 mg/dl was properly displayed on the pump sensor screen. Unit received without the original belt clip. Unable to verify damage to the belt clip. The test belt clip locks and remains in place in the belt clip rails. No damage noted on the belt clip rail. Unit also had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that o ring of insulin pump was broke off. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir did lock in place while inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.